Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was degenerative disc disease/herniated disc pain and non-malignant pain. The pump logs indicated that the catheter was replaced on (B)(6) 2014 with a new catheter ¿ ¿tip superior t8¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.